Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the there was an inability to generate flow on device activation for a patient with a history of myocarditis and known left ventricle thrombus prior to implant. Following insertion and initiation of speed, the pump was unable to generate flow or decompress left ventricle on echocardiogram. Log files were submitted for review, and it was noted that the system controller clock had not yet been set. Log files captured (f67) harmonic compensation fault flags and a (f55) motor instability fault flag. This could be an indication of something other than blood touching the rotor and affecting its orbit. The pump was exchanged.

Event description:
It was additionally reported that during troubleshooting of the event, an intentional pump stop was performed by disconnecting the modular cable to stop/restart the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of a thrombus formation within the pump cover volute. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the reported low flow events captured in the submitted log files. The submitted and retrieved system controller and left ventricular assist device (lvad) log files captured relevant events from the default timestamp of 01jan2000 through 15oct2025. Events recorded with the default timestamp are consistent with the account not initially synchronizing the system controller clock during implant. The majority of the log file data after pump priming captured the estimated flow at or near 0 liters per minute (lpm) resulting in low flow hazard alarms despite the fixed speed gradually being increased to as high as 9000 revolutions per minute (rpm) from 3000 rpm. Occasional increases in pump flow from 0 lpm were also observed; however, these increases were not sustained, and estimated flow did not exceed 2.5 lpm. The files also captured lvad fault flags indicative of motor instability. The observed events are consistent with a material, such as thrombus, being ingested into the pump, occluding flow, and interfering with the rotor. No other notable events or alarms were captured. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. An additional portion of the pump cable was returned, measuring 7", and the distal end of the pump cable (including the inline connector) was returned measuring approximately 9¿. The sealed outflow graft and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly, examination of the pump cover revealed an occlusive, red, and tissue-like deposition in the volute of the pump cover. The structure of the thrombus as well as its lack of adherence to the pump surface suggests that this deposition did not form in the pump cover. This thrombus would have obstructed a significant portion of the blood flow path if it was ingested through the inflow cannula and rotor, contributing to the low flow and motor instability events observed in the submitted log files. Although a specific origin of the thrombus could not be conclusively determined through this evaluation, the account indicated that the patient had known left ventricle thrombus prior to device implant. Examination of the remaining blood-contacting surfaces revealed no other evidence of developed depositions or thrombus that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, this section also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency." Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient endured prolonged bypass time and extended surgical time.